Event description:
The device was used during a thoracoscopy procedure. Reportedly, the instrument would not open. The surgeon used another instrument to complete the procedure. No pt injury was reported.